Manufacturer narrative:
The device was not returned for evaluation. The failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Device history record reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed. Root cause analysis cannot be completed at the moment. Device identifier # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the neuro coordinator that a surgeon was positioning a (B)(6) year old female patient for a chiari decompression procedure with an a3059 mayfield composite series skull clamp and mayfield 2 base unit on (B)(6) 2019. It was described that when placing the patient's head in the a1072 disposable skull pins, the circulating nurse noticed a lot of blood and a laceration on the patient's scalp from pin slippage. The surgeon stated that the rotational lock slipped. At that point, the a3059 mayfield composite series skull clamp was taken out of service and quarantined until evaluated. A mayfield metal skull clamp from their fleet was brought in and used for the procedure. Additional information received on (B)(6) 2019 stating that the integra neuro specialist and regional business manager had evaluated the a3059 mayfield composite series skull clamp and believed that the device was working the way it should be and that it was most likely user error that caused the problem. The rotational locking mechanism functioned properly when it was engaged. The patient's lacerations were sutured and repositioned the pins with a different skull clamp. There was a 20 minute delay in surgery however there was no patient impact due to the delay.